Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was at a walmart store, became unconscious and fell. A staff member called 911. When the paramedics arrived, they checked the patient's blood glucose and it was 16 mg/dl while the cgm was displaying 300 mg/dl. The patient was transported to the hospital where they were treated; however the patient does not know what medications they were provided. They were discharged from the hospital the same day. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).